Manufacturer narrative:
At the time of this report, the device has not been returned for investigation. A follow medwatch will be submitted if additional information becomes available.

Event description:
A customer reported a leakage on the valve that occurs when pressure rises above 100mmhg. The leakage was identified during priming. There were no reported patient complications resulting from the alleged issue.

Manufacturer narrative:
The device was evaluated through simulated use testing and it functioned as intended. No leak was observed. The device is intended to relieve pressure at negative pressure of -200mmhg and positive pressure build up of <1300mmhg (avg). A DHR review was conducted and no anomalies were found.

Manufacturer narrative:
The complaint sample was not returned for investigation. A DHR review was conducted and no anomalies were identified . The manufacturing process for this device involves a 100% inspection for leak. The root cause of the issue is unknown.